Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly,per didomenico et al acfas eposter 2017, "posterior approach for removal of a failed in-bone total ankle implant with conversion to tibiotalocalcaneal arthrodesis", a patient underwent a total ankle replacement. It was reported that the patient underwent a revision surgery due to talar subsidence and fracture and collapse of the talus. The patient received screws and plate hardware to fuse the ttc joints. No additional patient complications were reported.

Manufacturer narrative:
Films were provided. Review of the films showed subsidence of the talar dome.